Event description:
It was reported that a fortify cage lost approximately 4mm of height post-operatively. The patient has experienced no adverse effects and a revision is not planned at this time.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it remains in the patient. Images taken in the original surgery compared to those taken post-operatively, indicate the implant has contracted in height. Radiolucency is observed around the upper screw and possibly lower screw. In addition, the upper vertebrae appears to be severely osteoporotic. The exact cause of the reported complaint cannot be determined.